Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas alleging that the display screen was dim. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the issue may impact the user's ability to read some or all of the information on the screen which may result in over or under delivery.

Manufacturer narrative:
Follow up # 1 date of submission 2/09/2017 ¿ correction to initial reporter: the name and address of the initial reporter is the following: (B)(6).

Manufacturer narrative:
Follow-up #2 date of submission 04/03/2017-device evaluation: the pump has been returned and evaluated by product analysis on 03/08/2017 with the following findings: the complaint of a dim display could not be adequately investigated due to a blank display. The pump was opened, revealing that the display screen was damaged. A test display was inserted and was fully functional. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).